Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer reports that both left & right brakes are no longer locking properly.